Event description:
It was reported that during treatment using a prismaflex m set, a disconnection from the pipe connection was observed. It was further reported the event occurred after pre-filing the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the that the cone of the effluent male luer lock (mll) was broken. The reported condition was verified. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.